Event description:
It was reported the power on the console is intermittent. When the power supply cord is jiggled where it connects to the console, the power goes on and off but will not stay on long enough for a procedure. They also noticed the console smells hot, has a burning smell. The cord also gets extremely hot to the touch when it is plugged into the vps. As a result, they used another console for the procedure. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4)